Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post ventricular sensing as well as instances of r-wave undersensing. The r-wave was also noted to have decreased. Reprogramming was performed and the rv lead remains in use. No patient complications have been reported as a result of this event.